Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information received: the malformed staple was not stuck in the pocket on the jaw as previously noted. The malformed staple was in the patient.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first firing of the device the surgeon noticed that a staple was missing on the staple line in the patient. The malformed staple was stuck in a pocket on the jaw of the device. The was no bleeding because of the missing staple and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54x6v. Photographic analysis: one picture was provided; picture provided shows a staple line with a malformed staple. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion. The analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Video analysis: first video shows an enseal device, it is cutting and sealing. An anvil with a green cartridge reload loaded appears, it is closed between the tissue and a cut and staple line were performed as intended. Again, an anvil is shown, this time with a gold cartridge loaded. It is closed between the tissue and an already existent staple line. Second video shows the device performing a cut over the existent staple line. The cut and the staple line appear to be as intended. A gold reload is then used. The firing is performed and a staple stuck on the cartridge deck can be appreciated. The staple appears to be not properly formed. Based on the videos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.